Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2,h3, h6, h11. The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection of cable unit, damage on head unit, water tightness is lost. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported is caused due to disconnection in and depression of cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had fuzzy image, image fault or blurry image. The issue occurred during set up / inspection for use (before patient in room). There were no reports of patient involvement.